Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2016, fse arrived at the site to address the reported event. Fse replaced the large syringe and no further errors were reported. No further action was required by field service.the most probable cause of the reported event was due to fault/ failure of the large syringe motor.

Event description:
On (B)(4) 2016, the customer reported receiving an " l syringe error" with their g8 analyzer. The customer stated that they had replaced the sample probe for the same issue the week prior, but the issue persisted. On (B)(6) 2016 field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.